Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed critical pump error. The insulin pump was no longer working. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and was unable to download due to the corroded electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, or active current measurements due to the critical pump error. Corrosion was also found on the motor and the force sensor during visual inspection. No moisture damage was found on the keypad assembly. The pump failed the leak test. The pump leaked at the case behind the pump near the battery compartment. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a missing display window cover, a pillowing keypad overlay, and minor scratches on the lcd window.